Event description:
It was reported that this right ventricular lead exhibited high out-of-range shock impedance measurements. A revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.